Event description:
It was reported that the patient was hospitalized due to palpitations. Pacemaker mediated tachycardia (pmt) episodes occurred during this time, r-wave amplitudes had decreased, and far-field oversensing was noted. Oversensed atrial beats have also occurred which were related to double counting the p-wave. The right atrial automatic threshold (raat) test was unsuccessful for four days due to high rates and low evoked response. Technical services (ts) was contacted, and ts discussed programming options. The device and leads remain in service. No additional adverse patient effects were reported.